Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The power up self tests failed. A constant error alarm emerged upon power up. The root cause of the reported issue was found to be an inoperable main board actions were taken to mitigate the reported issue: replaced the main board.

Event description:
Additional information received via email on 02-nov-2021: the events took place while performing annual in-house maintenance. Device was not with a patient.

Event description:
Additional information received via email on 02-nov-2021: the events took place while performing annual in-house maintenance. Device was not with a patient.

Manufacturer narrative:
Additional information added to b5, h6 and h10. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The power up self tests failed. A constant error alarm emerged upon power up. The root cause of the reported issue was found to be an inoperable main board actions were taken to mitigate the reported issue: replaced the main board.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited error code 46510. No patient injury reported.